Event description:
It was reported that during a lung resection procedure the surgeon fired the device across the lung with a white reload five times. On the fifth firing the stapler jammed on the tissue and would not fire but cut the tissue. When they removed the device there was bleeding at the site and they used another like device with a white reload and fired in that site to stop the bleeding. Due to the tissue was damaged they had to excise additional tissue; this was not part of the original plan during the procedure. The patient was a pediatric patient; there is no information on the patient status at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4).